Manufacturer narrative:
Date of event: the date of the event is unknown. Bsc became aware of the event on 07-sep-2020. Therefore a date of (B)(6) 2020 was entered to indicate that the event occurred on an unknown day in (B)(6) 2020.

Event description:
It was reported that stent damage occurred. While outside the patient and after unpacking a 24 x 3.00 promus premier select stent, a stent strut was noticed to be disconnected from the balloon. The procedure was successfully completed with another of the same device. No patient complications were reported in relation to this event.